Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on potential lot based on sales history, and no relevant findings were identified. It is unknown if the product had a defect prior to use, or in any unusual stress was subjected to the lumen during use. Also, it is unknown if the catheter was subjected to disinfectants that weakened the material. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "tube torn off and had to be removed. The patient's current condition is good. A medical follow-up examination was necessary."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "tube torn off and had to be removed. The patient's current condition is good. A medical follow-up examination was necessary."